Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured at the intersection of the lead and the clavicle. Loss of capture was experienced due to the fractured lead and separation of proximal and distal portions of the lead at the subclavian. Impedances were observed to have increased greater than 2,000 ohms. This lead was successfully removed from the patient and replaced with another. No other adverse patient effects noted.